Event description:
The device was removed due to an "aneurysm." One of the cylinder bladder(s) was affected; only one cylinder was removed and replaced.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 1/18/95 and revised on 9/6/96 due to an "aneurysm" in one cylinder. The md stated that "a bubble formed in implant causing the pt discomfort." Requests have been made for add'l info surrounding the incident; however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned component revealed an aneurysm proximal to the base. No further abnormalities were detected. Because these components were released according to manufacturing and quality control procedures, and because this device is capable of generating pressure sufficient to aneuryze an unrestricted bladder, qa concluded that the observed aneurysm occurred subsequent to the device packaging being opened. However, because no info was provided as to what factors may have contributed to this occurrence, qa precluded from determining the cause of the reported event.